Event description:
A user contacted the manufacturer regarding the sound abatement foam correction/removal for their bipap device. The user reported threatening to sue; request priority replacement of device; not happy with communication. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The user reported threatening to sue; request priority replacement of device; not happy with communication. There was no allegation of serious or permanent harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
Additional information was received on april 25, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The user reported threatening to sue, requesting priority replacement of the device, and not being happy with communication. Additional information was received about alleged nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, and the buildup of mucus. There was no report of patient harm or injury.  Section h6 health effects: clinical codes has been updated in this report.